Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. Two and half hours into the patient's treatment, one side of the dialyzer became unscrewed and blood leaked. The machine did not alarm. Test strips were used to confirm the leak. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient's treatment was shortened 40 due to the blood leak.